Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. A 2.50mm x 12mm nc emerge was selected for pre-dilation, but during the procedure, the balloon burst. The device was successfully removed and there were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on the aware date as the actual event date was not provided.